Event description:
It was a reported that a thrombus occurred. A concomitant pulse field ablation (pfa) and left atrial appendage closure procedure was performed using a faradrive steerable sheath, farawave catheter, and watchman devices. Pfa was completed and the farawave catheter was removed from the patient. A thrombus was identified in the faradrive steerable sheath and an unsuccessful attempt was made to flush the side port of the sheath and the thrombus was unable to be aspirated. The faradrive steerable sheath was removed from the patient and the thrombus was successfully flushed frm the sheath. Due to an allegory to heparin the patient was administered angiomax. The left atrial appendage closure was completed and the procedure concluded. No patient complications were reported.